Event description:
Product description: back frame assembly 19" rv painted. Dealer claims the back frame broke at the quick release pin point. User noticed shavings from time to time, then the back frame just snapped.